Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the vh-3200 bisector was in the leg and broke the c-ring at the end of the harvesting scope. The c-ring remained in the tunnel and was then retrieved from the patient. A replacement unit was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.